Manufacturer narrative:
Per the clinic, the patient experienced a wound breakdown following the extrusion and subsequently was treated with oral antibiotics (date and duration not reported). This report is submitted on november 24, 2021.

Manufacturer narrative:
This report is submitted on september 28, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to an infection and extrusion exposing the receiver/stimulator. Reimplantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.